Manufacturer narrative:
Other relevant device(s) are: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they had a problem recharging as it could take three days to recharge, and it wasn¿t making a good connection which started end of june or july. The consumer had to hold the recharger antenna in their hand to get a good connection. The consumer mentioned the implantable neurostimulator (ins) came ¿loose¿ a couple months after it was implanted back in 2018 and they reattached it because it was moving under the armpit; it had now moved way higher and they were getting poor coupling. If the consumer was lucky they could sometimes get one coupling box, but they had to have the shoulder harness at all times. It was reviewed with the consumer it was normal to need to hold the antenna to charge, but the consumer stated they should not have to put pressure on it to the point where their arm was breaking off as they had to push on it to get coupling. A replacement antenna was going to be sent to see if it resolved the issue, but if it didn¿t the consumer was told to follow-up with their physician or manufacturer¿s representative (rep) to have the ins checked.